Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl to 60 mg/dl at the time of the. Customer¿s current blood glucose value was 207 mg/dl. Customer was treated with food. Customer did not allege pump was over delivering. Customer had using insulin pump system within 48 hours of reported low blood glucose event. The customer was assisted with troubleshooting. The insulin pump will not be returned device for analysis.